Event description:
Material: 405671. Batch#: unknown. It was reported by the customer that while surgeon was making incision patient was moving her leg. Surgeon stopped and (B)(6) converted to general. Spinal kit was a bd lot number was more than likely 405671, but not positive. Medication in question is bupivacaine 0.75%. Verbatim: rcc received a complaint via email. Email(s) attached. Crna (certified registered nurse anesthetist) completed spinal without difficulty. While surgeon was making incision patient was moving her leg. Surgeon stopped and (B)(6)converted to general. Spinal kit was a bd lot number was more than likely 405671, but not positive. Medication in question is bupivacaine 0.75%..

Manufacturer narrative:
Pr (B)(4). Follow up MDR for device evaluation/correction: correction: following submission of initial MDR< it was identified the type of event was incorrectly reported as malfunction. Type of event updated to correctly reflect serious injury. Device evaluation: no physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material: 405671 batch#: unknown. It was reported by the customer that while surgeon was making incision patient was moving her leg. Surgeon stopped and (B)(6)converted to general. Spinal kit was a bd lot number was more than likely 405671, but not positive. Medication in question is bupivacaine 0.75%. Verbatim: rcc received a complaint via email. Email(s) attached. Crna (certified registered nurse anesthetist) completed spinal without difficulty. While surgeon was making incision patient was moving her leg. Surgeon stopped and (B)(6)converted to general. Spinal kit was a bd lot number was more than likely 405671, but not positive. Medication in question is bupivacaine 0.75%.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.